Event description:
Customer stated they had a tooth pulled because they had a bad cavity that needed a root canal. They decided to pull it due to being in too much pain.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.